Event description:
The core micro drill was sent in for eval due to overheating. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.